Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported difficult pathway for clip to be inserted during a colonoscopy procedure involving an olympus colonovideoscope. The intended procedure was completed using a similar device. There were no reports of patient harm.